Event description:
It was reported that an infusion of nacl 125ml/hr. Was programmed for less than (24) hours. When the rn entered room, it was noted that the y-site had disconnected, there was blood backflow into the primary tubing and it had leaked. A "pool of blood" was observed on the floor noted by the rn. It was confirmed by the customer that there was no patient harm as a result of this event, however; the tubing and medication had to be taken out of service and replaced due to contamination.

Manufacturer narrative:
The customer¿s report of the y-site disconnected and leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the distal smartsite y-body valve was missing its white female luer adaptor. Evidence of welding was observed at the location where the white female luer adaptor was at one time attached to the smartsite body. Clear liquid was observed in the suspect set¿s drip chamber and tubing. Brownish/red liquid was observed in the set¿s remaining length of tubing. No other abnormalities were observed on the set during visual inspection. During functional testing a leak was observed at the location of the missing smartsite component. The cause of the leak was identified as a missing female luer adaptor on the set¿s distal smartsite y-body valve. The root cause of the missing smartsite component was identified during previous investigations as an incomplete ultrasonic weld during manufacturing.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer declined to answer: initials: not disclosed per hipaa officer. Dob: not disclosed per hipaa officer. Lot not provided.

Event description:
It was reported that an infusion of nacl 125ml/hr. Was programmed less than 24hrs. When the rn entered room, it was noted that the y-site disconnected and leaked. There was no patient harm reported per customer however the tubing and medication had to be taken out of service and replaced due to contamination.